Event description:
A customer contacted beckman coulter inc. (Bci) indicating that while processing the blood on the coulter lh750 hematology analyzer's automatic mode, one tube cap came off spilling its content (blood). Thereafter the unit's automatic mode was disabled. It was confirmed that the cap was not removed prior to receiving specimen in the laboratory. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggles at the time of the incident. No injuries occurred and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site and indicated that the stripper plate had decapped the tube spilling the blood specimen out below the needle cartridge assembly. The fse replaced fluid detector and it's tubing which is part of the vent line sensing system that remedied the disabled automatic mode. Repairs were verified per established procedures. This event occurred on one specimen only and could not be confirmed if the sample was improperly labeled. The root cause for this event was associated with the decapped tube.